Event description:
It was reported that the carto system had a map shift during a procedure. No pt injury was reported.

Manufacturer narrative:
The map shift was not duplicated. The biosense webster field service engineer followed up with the customer, and the customer confirmed that they have not had any other map shift occurrence.